Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare provider reported right side "significant capsular contracture, both were hard and uncomfortable." Device has been explanted.

Event description:
Healthcare provider reported right side "significant capsular contracture, both were hard and uncomfortable." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold, cloudy in the gel, red particles in the surface of the shell, calcification white, wear abrasion and weight to the spec. Voids was observed after autoclave disinfection process. A separation between the patch and the shell is observed according to qa199.55 under the ss code. Based on the device analysis the final assessment is: - observed separation in the path and shell according to qa199.55 under the ss code is considered workmanship. Additional, changed, and/or corrected data: d.10, h.3, h.6.